Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil return valve and vacuum control valve were cleaned to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "burning smell" (odor) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp complaint ref #: (B)(4).

Manufacturer narrative:
Remedial actn initiated other type 2nd: correction from z-1026-1027-2013 to blank. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Reporter also sent information to FDA correction from no to unknown. The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed for the previous six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the odor/smell issue. The assignable cause of the odor/smells issue is likely due to the oil return valve and vacuum control valve. The field service engineer adjusted/cleaned these parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).